Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy for supraventricular tachycardia (svt). Technical services (ts) analyzed device data and found a stored event where six inappropriate anti-tachycardia pacing (atp) and one inappropriate shock were delivered. Ts also discovered noise on the shock electrogram (egm). Ts provided reprogramming options as troubleshooting. No additional adverse patient effects were reported. Currently, this crt-d system remains in service.